Manufacturer narrative:
Results of investigation: the device used in treatment has been returned and evaluated. A visual inspection found the door flap required replacing, the functional evaluation established a relationship between the fault reported and the device, the device could not be charged or operate on mains power. The root cause of this failure has been established as a faulty power supply. In addition, it was noted that the device failed an air leak test, due to a defective vacuum pump. Reports of battery failure are currently being monitored to determine if any further corrective actions are required. However, at this time it is deemed that no further action is necessary in relation to this complaint, which has now been closed and recorded as mains adapter failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported during the investigation of the renasys touch device, the pump additionally to not being able to charge, failed the air leak test due to a defective vacuum pump. No air leak alarm was reported in this case.